Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons were not responding as they used to be. In subsequent call, patient stated that the ¿up arrow¿, ¿down arrow¿ and ¿ok¿ button were responding intermittently starting a couple of months ago. Patient denied that there was damage to the keypad or evidence of moisture ingress in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 12/6/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/26/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.a visual inspection of the pump found some cosmetic damages including worn keypad. On investigation no visible damage was found with the keypad cover. The contrast button responded intermittently requiring multiple presses to elicit a respond while the remaining buttons responded properly. Removal of the keypad found contamination under all the button contacts. Unrelated to the keypad complaint, the pump powered up to a dim and discolored verify screen with the contrast setting at maximum.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.